Manufacturer narrative:
The service engineer reported that the touchscreen was replaced. The device was returned to service.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the touchscreen had a fault. There was no patient involvement when the issue was found, no patient or user harm reported. The customer reported that there was a touchscreen failure, and that they observed an error code. It was noted that the device was rebooted, but there was no effect. It was recommended by the remote service engineer (rse), that the touchscreen be checked. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.